Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was not holding a charge, noting that the ins will be 50% or more charged during the day, then it will be at 0% when the patient wakes up in the morning. The patient mentioned that they hardly used the ins at night and decreased the intensity. The patient explained that they hardly used the ins at night because it makes their stomach start to tingle. The patient stated they decreased the intensity and the stimulation was comfortable for them. The patient was directed to follow-up with their healthcare professional. No further complications were reported/anticipated.